Manufacturer narrative:
Follow-up (B)(6) 2016: customer stated infusion site was not changed but bg levels stabilized to 159 (mg/dl). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 386 (mg/dl) after eating frozen yogurt. Customer administered a correction bolus; however, bg levels remained elevated. Reportedly, customer's infusion set was changed earlier in the day, but customer was unsure if it was done correctly. Recommendation was made to change infusion site and consult with health care provider to discuss diabetes management.